Manufacturer narrative:
PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device history lot, part: 292.620s, lot: 2l96981, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 01/12/2019, expiry date: 01/01/2029. Device was first manufactured unsterile under the lot 2l83453 in (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 292.620 with lot 2l83453 were reviewed: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material was confirmed to be correct per the specification for implants for surgery with no non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a guide wire broke off inside the patient when being removed during an unknown procedure. The tip of the guidewire remained in the patient's body. There was no significant surgical delay or patient harm reported. This report is for one (1) guidewire 1.25 w/thread-tip w/trocar l1. This is report 1 of 1 for (B)(4).